Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported a 1707/coupling issues error.  The patient was not charging and stated they did not need to charge at the time of the call. The following troubleshooting steps were reviewed with the patient: reposition the recharger, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended using recharger over a thin layer of clothing, recommended patient lean forward while sitting to optimize ins position. The patient reported they were unsuccessful in trying to connect with their ins to charge for over a week (they provided event date as "probably the (B)(6)") and stated they had to take recharger out of the belt and position recharger under their waistband and then they were able to successfully connect to charge. The patient reported they positioned the recharger directly on their skin under their waistband and reported they were feeling a little warmth and "little shocks" on friday when they put recharger on their skin. Eventually this sensation went away and they were able to charge their ins to 100% at that time. They denied being sweaty when this occurred but they were a little warm and were warmer than they get with use of the belt. They usually charge on sundays. Patient service reviewed hours of operation.  The patient stated this is the first time they have had trouble charging in a year since they've had the ins. They denied any trauma to implant site or falls. The patient stated that they have an appointment scheduled with their healthcare provider. The troubleshooting steps that were taken on the call resolved the issue. The patient will attempt to charge the ins again later this week and may call back at that time for assistance charging if needed. Additional information was received from the patient. The patient called in because they are still having trouble charging the ins. Patient said they were able to feel the ins through the skin. Patient had the recharger in the belt and tried placing the recharger on all 4 sides of the ins and was not successful in starting a charging session. Patient reported seeing service code 4100. Patient took recharger out of belt and put the recharger in their jean back pocket and was not able to start a charging session. Patient put just a think layer between recharger and skin and was still not able to start a charging session. Patient moved the flat side toward their feet and was able to maintain a charging session for a short while then the recharger started searching again. Patient said they started having this issue at the end of (B)(6) 2021. Patient said they had gone through security but shut stim off. Patient said they haven't had any weight gain or weight loss. Patient has an appointment w/ the hcp on (B)(6) 2022, suggested they contact hcp to see if a rep can be at appointment. No further complications were reported at this time.